Event description:
According to an english translation of italian medical records, there was surgery for removal of the mitral prosthesis. The removal of the prosthesis was a half circumference embracing the front flap, the posteromedial commissure and the posterior flap. No signs of endocarditis or thrombosis.